Event description:
Per the audiologist, the pt was hit in the head and after the impact reported intermittency and a static sound. Results of an integrity test done in 2007 were consistent with normal receiver/stimulator function with multiple electrode anomalies. The anomalous electrodes were deactivated in the pt's sound processor program. Reprogramming of the sound processor program reportedly restored sound quality. The pt again reported diminished sound quality in approx six months later, the results of an integrity test done on the same month, were consistent with normal receiver/stimulator function with multiple electrode anomalies. Although reprogramming of the sound processor reportedly restored sound quality, the pt's device will be explanted and replaced with a new device in approx two months later.

Manufacturer narrative:
This type of event is addressed in the device labeling.